Manufacturer narrative:
The product was disposed of by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This supplemental is being filed to update coding of product allegation.

Event description:
Boston scientific received information that this universal cutter, model 7060, was planned to be used during a implant procedure involving this patient. It was suspected that the package sterility was potentially breached, therefore, it was not utilized. This model of universal cutter was included in a physician communication dated (B)(6), 2010.